Event description:
It was reported that the external pulse generator's (epg) rate controlling function does not work. The issue was discovered during preventative maintenance. The epg is being returned for repair. No patient involvement was reported in this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis could not confirm the reported event. Encoder flex is out of mechanical specification. One of the pin of the rate control knob is not intact with the flex. This could cause intermittent operation of the rate.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Further review prompted a change in the device analysis results. Evaluation summary: (B)(4) analysis could not confirm the reported event. Encoder flex is out of mechanical specification. One of the pin of the rate control knob is not intact with the flex. This could cause intermittent operation of the rate.